Event description:
It was reported that anaphylaxis during PICC insertion. Reported by immunologist that a patient suffered anaphylaxis during insertion of groshong nxt PICC. Medical intervention: code team called to xray post procedure. Adrenaline, promethazine and hydrocortisone given. Patient transferred to ICU.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0321 showed no other similar product complaint(s) from this lot number.